Manufacturer narrative:
During a onsite visit the fse (field service engineer) was able to confirm shutter 1 error in log files. To fix this issue, the fse replaced shutter board and successfully completed system verification to specification. Sample was requested but not received. Review of the log file can confirm the reported shutter error but no root cause or contributing factor can be identified by the review. The root cause could not be identified conclusively. Without sample, the root cause could not be determined conclusively. Most possible root cause could be a faulty shutter board. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported an incomplete flap on a patient's right eye during lasik flap procedure. A shutter error occurred. Flap was completed to 96%. Laser froze and suction did not release from the eye. Laser was turned off in order for suction to be released. Procedure was not completed. Patient will return at a later date to complete procedure.